Event description:
Customer reported receiving high and low predict alerts. Customer stated that the insulin pump buzzes high predict and when it resets the screen it suddenly alarms low predict alert. Customer stated that when he tests his blood glucose readings they are neither high nor low. Customer's current blood glucose reading is 204 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.